Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related). There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 16, 2023.

Manufacturer narrative:
Correction: b4: the correct date of this report is january 26, 2023; not february 13, 2023 as previously reported. This report is submitted on february 24, 2023.

Manufacturer narrative:
This report is submitted on march 17, 2023.